Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alerting every four hours and then the patient received in appropriate shocks. It was discovered that the right ventricular (rv) lead had become fractured and had far field p-wave (ffpw) oversensing, non-physiologic r-waves, high/undefined pacing impedance and noise. In addition, the patient indicated that they felt traumatized by the shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.